Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the atherotome became trapped in the lesion. The target lesion was located in the left anterior descending artery. A 15/2.75 flextome¿ cutting balloon¿ was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the device was inflated in the lesion. As the balloon was being taken out, the atherotome became trapped in the lesion. The device was inflated and deflated at lower pressure a few times and the physician attempted to take it out. However, it was observed that the shaft became stretched. The procedure was completed with a stent with a good result. There were no patient complications an the patient was fine. The patient was doing well post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified one severe kink proximal to the guidewire exit port along with multiple smaller kinks along the shaft of the device. The kink proximal to the guidewire was noted to be so severe it stretched right down into the inflation lumen. No issues were noted with the shaft that may have contributed to the complaint incident. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. An attempt to inflate the balloon was done; however, it was not possible to inflate the balloon due to severe kink identified on the midshaft of the device. A visual and microscopic examination identified no damage or any issues with the tip or markerbands of the device. A thorough visual and microscopic examination was performed on the blades of the device. All blades were present and fully bonded to the balloon material. No issues were noted with the blades that would have contributed to the complaint incident. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the atherotome became trapped in the lesion. The target lesion was located in the left anterior descending artery. A 15/2.75 flextome cutting balloon was selected for a percutaneous transluminal coronary angioplasty (ptca) procedure. During the procedure, the device was inflated in the lesion. As the balloon was being taken out, the atherotome became trapped in the lesion. The device was inflated and deflated at lower pressure a few times and the physician attempted to take it out. However, it was observed that the shaft became stretched. The procedure was completed with a stent with a good result. There were no patient complications an the patient was fine. The patient was doing well post procedure.